Event description:
Baxter (B)(4) received a report that an infusor had a "loose cap" before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 180 ml of fluid in the reservoir. Visual examination of the unit confirmed that the red coil cap separated from the housing. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Additional information: upon further review by baxter personnel, the root cause of the separated coil cap was determined to be a manufacturing defect. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.